Event description:
Procedure: small bowel resection. Reportedly, the surgeon tried to fire across the distal stomach and the staples malformed. The handle cracked and the anvil bent. Surgeon opened patient, manually sewed to complete. No injury.